Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. The results when plotted on parkes error grid fell into a "b" zone showing a difference in values being clinically insignificant.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(6) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
A customer's family member reported getting readings of 145 mg/dl and 269 mg/dl on their freestyle freedom meter as they perceived as erratic. The caller further reported customer was found unconscious and also "had a heart attack. " the paramedics were called, treated customer with glucose intravenous infusion and transported to a local hospital where he was diagnosed with hypoglycemia and continued on glucose IV treatment. There was no report of death or permanent impairment associated with this medical event.